Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after centrifuge the serum was clotted with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sst ii tube clotted serum. 1. Blood taken from a horse. 2. Sst ii tube was left to clot for 45 minutes. 3. After centrifuging the clot + serum was separated but the entire serum was also clotted. Centrifuge settings: 6000g for 5 minutes at room temperature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifuge the serum was clotted with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sst ii tube clotted serum. Blood taken from a horse. Sst ii tube was left to clot for 45 minutes. After centrifuging the clot + serum was separated but the entire serum was also clotted. Centrifuge settings: 6000g for 5 minutes at room temperature.